Event description:
It was reported that following the implant procedure, the patient experienced thorax pain and a high threshold value with the low-voltage pacing lead was observed. The lead was explanted. No further patient complications have been reported as a result of this event.